Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shock therapies due to lead noise. The physician capped and replaced the lead. The patient was in a good condition and was discharged.